Event description:
On november 11, 1998, co's customer service department received a complaint from dr. Office that patient had suffered an eye infection after wearing a pair of mv2 lenses. The patient, after wearing the lenses for one day with no discomfort, experienced a yellow-colored discharge and blurred vision from the right eye. The patient disinfected the lenses in aeosept and switched to wearing another brand of lenses without problem. Ciloxan was used by the patient to treat the infection. The patient then tried the original mv2 lenses again and the infection in the right eye resurfaced. The patient also tried a second pair of mv2 lenses the week of december 11th. At the end of the day the patient experienced the same yellow discharge but from the left eye. The patient's wearing of these same lenses after disinfecting them also caused a return of discharge.